Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer stated primary IV solution was set to infuse a total volume of 544 ml at a rate of 362 ml/hr for a total time of 1.5 hours for a full infusion of chemotherapy. No system errors or pump alarms. After 1.5 hours, the remaining volume in the IV bag was 267 ml. The pump under infused the medication and the pump was removed from service. An additional pump was used to administer the remaining dose of IV therapy. No patient harm. IV solution being infused was camptosar.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). The reported complaint was not confirmed. Three (3) volumetrics of 362.7 and 544ml tested in specification: 1st test: 531ml or 97% of expected volume. 2nd test: 530ml or 97% of expected volume. 3rd test: 533ml or 97% of expected volume. Furthermore the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.